Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with early on-set of diabetic ketoacidosis. The customer's blood glucose reading was 516 mg/dl at the time of admission. Prior to the event, the customer had fluctuating blood glucose levels. The customer was vomiting and lethargic. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer was not comfortable with the insulin pump and requested a replacement. Nothing further was reported.